Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited loss of capture one day post implant. It was reported the patient got out of bed unassisted the previous day and the lead dislodged. An invasive procedure was performed and this lead was successfully repositioned. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.